Event description:
According to limited documentation, the patient had a durom zimmer right hip replacement in summer of 2008. The patient continued to have pain in the right hip, so he underwent a hip replacement in summer of 2010. The following notes are directly from the operative note of the summer 2010 surgery.postoperative diagnosis: loose acetabular component from a durom zimmer hip acetabular component with a hip resurfacing. Findings: stable femoral component and the acetabular component did not appear to have any bone in-growth on the surface of the acetabular component... Complications: none. Cultures were not necessary. No signs of any infection.description of procedure: the hip resurfacing component on the femur appeared to be stable. There were no signs of any obvious bone lesions or lucency. It was removed with the aid of the osteotome and the oscillating saw without any femoral fracture. A small curved curet was used circumferentially around the acetabulum and a very small lip of bone was removed from the edge to expose the acetabular cuff. It was not grossly loose. The zimmer cup-out without instruments were then used to remove the cup and with insertion of the first instrument, the cup was then free and loose. The acetabulum was inspected and found to be completely smooth with some evidence of granulation tissue. The cup itself did not have any sign of any bony attachment. It appeared that there was a lucency around the cup. The tissues were stained due to metallic debris. This was normal as expected with a metal-metal prosthesis and there did not appear to be any gross metallosis. Tissue specimen was sent from the tissue lining to rule out a hypersensitivity reaction, but it did not appear to be unusually reactive tissue.